Event description:
Customer reported the insulin pump alarmed compromised force sensor system. Customer was trying to put in cannula and reservoir. Customer's blood glucose was 240 mg/dl. Customer stated he was filling the reservoir, insulin then was squirting out, and then device alarmed. The device was not dropped or bumped prior to the alarm occurring. Customer stated the drive support was sticking out and did not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.